Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a stuck button alarm occurred. The cause was unknown. The customer's blood glucose level ranged from 194-195 mg/dl. Customer cleared the alarm an resumed insulin delivery.